Event description:
It was reported that the patient is deceased and died shortly after device system implant. Additional information obtained indicated the first epicardial lead placed had high thresholds on implant. The lead was capped for possible future use and a second epicardial lead was placed. The patient tolerated the procedure without any problems until suddenly became cyanotic and had a ventricular fibrillation cardiac arrest while being transferred to the post anesthesia care unit. The thoracotomy wound was acutely explored and showed no evidence of cardiac tamponade. Resuscitation efforts were not successful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.